Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. Review of the activity logs indicated that the device prompted a low battery message and a shutdown warning message. This is not an indication of a device malfunction. It is important to mention the battery used at the time of the reported event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.